Event description:
It was reported that the patient wanted to speak with the manufacturer's representative because they "hooked it up wrong", device placed incorrectly. The patient stated instead of attaching device to her bladder, it was attached to her bowel. The patient was at hcp (healthcare provider) office yesterday and they sent her home with self catheterize tools and turned the device up. The patient was having a sensation closer to her rectum and she knew it wasn't working. The patient was in a wheelchair and she had all kinds of things wrong with her. The patient takes a lot of pain medication and her bowel was not regular. Yesterday, when they turned it up she could not hold her bowel movement at all. The patient noted she can't eat or drink anything and is a disaster. The patient reported her bowel was fine before this happened. The patient noted she had enough issues in her life and having an incontinent bowel in a wheelchair. Yes. The patient noted for the past two months her bowel was three times a day. The patient knew device was placed incorrect because she could not urinate. The patient stated she was confused because the manufacturer's representative is present for the implant. The patient stated she was in surgery for 3 hours to have implant. The patient planned on going to (B)(6) for second opinion. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pr1j, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).